Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. B3 date of event: date selected is a best estimate based on the aware date, the date of the event is currently unknown.

Event description:
It was reported that the patient experienced pericarditis with chest pain. The day after a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) to treat paroxysmal atrial fibrillation using a farawave catheter the patient complained of chest pain. There was no effusion or tamponade observed after the procedure. A diagnosis of pericarditis was made. The patient's hospitalization was prolonged, and the patient was monitored for 5 days. The patient was dishcarged after fully recovering. It is unknown if the catheter will be returned for analysis.